Event description:
The customer reported that the screen on this unit went blank.

Manufacturer narrative:
The customer reported that the screen on this unit went blank. A philips field service engineer evaluated the unit at the customer site and confirmed the failure. Replacement of the battery pca resolved the issue.